Event description:
The patient called lifescan and alleged the one touch ii meter had a broken battery contact. No blood glucose result was obtained. The medical affairs specialist, called the pt to confirm the info. The patient was not clear on when the last reading was obtained on the reported meter. Patient stated that in 2004 and the day before the incident the readings were very faint. Patient tests their blood glucose 3 times a day. Patient stated at 6pm, after family member had changed the battery and noticed the contact was broken; family member took patient to the hosp. Patient was feeling lightheaded. Patient had been ill for 3 weeks due to a viral infection and was on antibiotics. At approximately 7 pm, in the e.r., their blood glucose on an unknown meter was high. A lab draw was performed and the reading was 600mg/dl - 700 mg/dl. An intravenous line was started and patient was given insulin and cortisone. Patient was discharged from the e.r. Approximately 5 hours later. Patient had taken their routine medication that day: humulin insulin 32u at 8am and 18 units at 5 pm. Patient had eaten and drank their regular diet throughout the day, last eating at 5pm. Patient had not taken their sliding scale insulin for 2 days, humalog 18 units for blood glucose over 300 mg/dl because patient was not sure of the readings. Patient did not have a backup. Due to the difficulty the patient was having reading the meter, the broken battery contact, and the delay in taking their sliding scale insulin that attributed to their hyperglycemia, this is reported as a possible adverse event. The meter was replaced and return is expected.